Event description:
It was reported that (1) hp052 was used during a lavh procedure. It was reported by the rep that the handpiece failed. Test tip placed on and still had the solid tone. Opened another device to complete the case. There was no consequence to patient.